Event description:
The cable of the broach handle broke off when the surgeon engaged the broach. The post op x-ray of the pt shows a small piece of the mobile peg of the broach handle, broken with the cable, in the pt's joint. The surgeon did not carefully inspect the wound after the breakage of the handle and did not notice the metallic part inside the wound. Ref MFR #3005180920-2013-00020.